Manufacturer narrative:
Investigation summary: in response to the event reported, a device history review was conducted for lot number 0322635. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii" closed IV catheter system tubing was ruptured and white foreign matter was found inside. The following information was provided by the initial reporter, translated from (B)(6) to english: "opened the 24g jingma package and found a soft white foreign body on the wall of the guide tube. The head nurse removed the foreign body and left only photos, there was no harm to patient or others."